Event description:
It was reported that the rechargeable battery had melted. The rechargeable battery has not been returned to the manufacturer as of the date of this report. Replacement equipment was sent, and no reports of patient injury are associated with this event.